Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump¿s display lens was confirmed to have surface scratches and has perimeter cracks along the outside of the display lens, which does not have an effect on the pump¿s insulin delivery function. During investigation, the display screen was found to dim and discolored. When the display was replaced by a test display, the display screen was found to function properly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged a scratched display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.